Manufacturer narrative:
Concomitant medical products: product ID: 977a260 pain stim lead, implanted: (B)(6) 2014; product ID: 97714 pain stim ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead was explanted and replaced as it was broken. No patient complications have been reported as a result of this event.